Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that, during scheduled generator change procedure, this implantable cardioverter defibrillator (ICD) was an attempted implant because the leads would not connect properly into the device header. Troubleshooting was performed by physician during procedure but was unsuccessful including trying lubrication and a different device of the same model. Subsequently, technical services (ts) was contacted and provided troubleshooting which was also unsuccessful. The physician used a device from a different manufacturer to complete the procedure with the same leads. No adverse patient effects were reported outside of the prolonged procedure.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an df-1 lead into the header of this device resulting in a new device from a different manufacturer being used to complete the procedure. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, during scheduled generator change procedure, this implantable cardioverter defibrillator (ICD) was an attempted implant because the leads would not connect properly into the device header. Troubleshooting was performed by physician during procedure but was unsuccessful including trying lubrication and a different device of the same model. Subsequently, technical services (ts) was contacted and provided troubleshooting which was also unsuccessful. The physician used a device from a different manufacturer to complete the procedure with the same leads. No adverse patient effects were reported outside of the prolonged procedure.

Event description:
It was reported that, during scheduled generator change procedure, this implantable cardioverter defibrillator (ICD) was an attempted implant because the leads would not connect properly into the device header. Troubleshooting was performed by physician during procedure but was unsuccessful including trying lubrication and a different device of the same model. Subsequently, technical services (ts) was contacted and provided troubleshooting which was also unsuccessful. The physician used a device from a different manufacturer to complete the procedure with the same leads. No adverse patient effects were reported outside of the prolonged procedure.